Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient lost therapy due to high impedance. As a result, surgical intervention took place wherein the lead was explanted and replaced to resolve the issue. Reportedly, the lead was damaged as it was being explanted.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned lead b found it was cut during the explant procedure and only the stimulation end was returned. Continuity was checked from contacts to corresponding bare wires and ¿no opens¿ were found.